Event description:
Pt reported high blood glucose (>600 mg/dl), which he was unable to lower by bolusing. No error messages were generated by the device. Pt switched to his back-up device, and his blood glucose immediately began to decrease.